Event description:
Physician reports that during surgery for ant. Cruciate ligament repair, the knife blade came off the scapel handle and embedded in the knee during the attempted removal, the patella tendon was lacerated. The surgery was discontinued and pt. Was returned for acl repair 3/92. Physician states pt. Outcome was excellent. Bp blade from original surgery discarded-disposabledevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: other, invalid data. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was not destroyed/disposed of.